Manufacturer narrative:
B5 (describe event or problem) was updated.

Event description:
During the cooling phase of ivtm therapy, the start-up kit (suk) tubing around the roller pump was observed cracked, and a massive amount of saline leaked into the roller pump housing of the thermogard console (sn: (B)(6). Subsequently, the console displayed mid:09 (air trap assembly) and mid:20 (adc1 timeout) error messages. An on-site biomed attempted to dry the air trap block to clear the error message; however, the issue was not resolved. At the time of the call, there was no adverse consequences or impact to the patient. No further information was provided, and therefore, it is unknown how the patient treatment was completed. The patient's final status information was requested, but the customer did not provide a response; therefore, the patient's final status is unknown.

Manufacturer narrative:
H6 (component code) was updated. Investigation revealed that worn out rollers and bumpers of the thermogard console caused the skive on the suk tubing and that caused the saline leak, which resulted in a short circuit.

Manufacturer narrative:
The suk in complaint was returned for evaluation, and it was determined that the cause of the reported massive leak into the roller pump housing of the thermogard console (sn: (B)(6) was a skive observed in the middle of the pump (lfl) tubing of the returned suk, likely caused by user error. During service, it was observed that the casters on the thermogard console were loose, unrelated to the reported complaint. The loose casters were fixed to address the issue, and the root cause of the observed issue could have been due to user mishandling and/or due to normal use of the device. In addition, as part of service, the spilled saline in the pump raceway was cleaned up. Following service, the thermogard xp ivtm system passed the final testing without any error.

Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4)) displayed mid:09 (air trap assembly) and mid:20 (adc1 timeout) error messages after a massive amount of saline leakage from the cracked suk into the roller pump housing" was confirmed during the event log review and functional testing. The root cause of the reported complaint was a short circuit between the air trap I/o pcb and the rj-45 cable, plugged into the air trap jack. The short circuit was caused by saline spillage into the pcb board due to overflow of saline into the air trap chamber, as a result of a damaged start-up kit (suk). The short circuit caused corrosion on the pins of the air trap rj-45 jack, located on the input/output printed circuit board (I/o pcb). The suk was not returned for evaluation, and therefore, the root cause for the damaged suk could not be exclusively determined. During visual inspection of the returned thermogard console, it was noted that the coldwell cap was missing, white rollers and bumpers were observed worn out and cracked. The observed issues are unrelated to the reported complaint, most likely attributed to user mishandling. In addition, one of the metal rollers on the rotary head was observed rusty and would not rotate, most likely due to the overflow of saline into the roller pump housing area as a result of the massive saline leakage from the broken suk. All the missing and damaged parts will be replaced to address the observed issues. Event log data review was performed and revealed multiple mid:09 (air trap assembly) and a couple of mid:20 (adc1 timeout) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. Unrelated to the reported complaint, during the event log review, mid:21 (adc2 timeout) error message was noted to have occurred on the customer's reported event date, indicating a potential hardware problem in the system. The thermogard console failed initial functional testing due to the mid:09 error message during the power on self test (post), confirming the customer's reported complaint. The investigation revealed that the pins of the rj-45 jack on the input/output printed circuit board (I/o pcb) were corroded, leading to a short circuit between the I/o board and the rj-45 cable. This short circuit happened as a result of the saline spillage from the pump raceway into the air trap assembly. Traces of saline were observed on the I/o printed circuit board. The damaged I/o pca (printed circuit assembly), rj-45 cable, and the air trap assembly will be replaced to remedy the fault. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During the cooling phase of ivtm therapy, the start-up kit (suk) (lot # unknown) tubing around the roller pump was observed cracked, and therefore, a massive amount of saline leaked into the roller pump housing of the thermogard console (sn: (B)(4)). Subsequently, the console displayed mid:09 (air trap assembly) and mid:20 (adc1 timeout) error messages. The on-site biomed attempted to dry out the air trap block to clear the error message; however, the issue was not resolved. At the time of the call, there was no adverse consequences or impact to the patient. No further information was provided, and thus, it is unknown how the patient treatment was completed. The patient's final status information was requested, but the customer did not provide a response; therefore, the patient's final status is unknown.